Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of abrasion. Further analysis indicated a damaged isolation at the distal part of the lead. During the electrical inspection a short circuit between the inner and outer coil was detected. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Furthermore deformations of the inner coil close to the is-1 connector pin as well as cuttings in the isolation were detected. Those damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, the patient experienced a jumping sensation when the rv lead paced. The lead was successfully explanted and a new lead implanted. There were no adverse patient effects.